Event description:
It was reported that the instrument broke when the surgeon was hammering the rasp into the bone. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with photographs received. A image of the fractured device was provided. The impaction pad fractured off from the device. A spring was disassembled. Massive red spots were identified all over the body and the impaction pad of the device. Red stain was also identified on the mating feature. It cannot tell what the stain is due to the quality of the image. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that the broach handle had fractured. Attempts have been made and additional information on the reported event is unavailable at this time.